Manufacturer narrative:
Date of event corrected from (B)(6). Claim#: (B)(4).

Manufacturer narrative:
Product evaluation: lens was returned dry in a micro centrifuge vial with clear surgical residue on the lens surface. Visual inspection found no visible damage to the lens. (B)(4).

Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -10.0/+1.5/112 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2018. On (B)(6) 2019 the lens was exchanged for a longer lens due to low vault and lens rotation. The problem was resolved.